Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Corrosion was observed on the bottom housing as well as on the pcb of the returned device. The device was not able to use its own power to establish communication to the master pdm. An external power supply was used to power the device and assist it in establishing communication. Multiple attempts were made to establish communication with the master pdm, including the removal of the pcb and powering the component itself to establish communication. All attempts made were unable to download the pod data. Investigation of the cannula assembly found a leak on the unexposed portion of the soft cannula. Fluid was observed leaking out of an internal tear, which diverted the intended path of the fluid. The location of the tear in relation to the nail of the soft cannula is 0.266". Therefore, the internal tear caused the presence of internal corrosion within the device, which in turn prevented the data extraction of the device. Without device data, it could not be determined whether the device generated a hazard alarm. The housing vent was punctured. Upon removing the top housing from the device, the reservoir was found damage as well. The damages observed on these components closely match up with each other. Therefore, the damage observed to these components can be attributed to post use damage. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.

Event description:
It was reported while a patient ahd been wearing a pod between 4 and 24 hours their blood glucose level read high (> 500 mg/dl). In addition the patient reports receiving a hazard alarm.